Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID ¿ unknown. Device info - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent an unknown metatarsal procedure utilizing a varisation staple introducer on (B)(6) 2016. During the procedure, the instrument would not disengage from the staple causing the patient's toe to fracture. The fracture was repaired with a screw. Also during the procedure, the k wire was bent prior to opening the package. Another wire was used to complete the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. The event will be reported on 0001825034-2016-01628.